Event description:
Patient mentioned they tried a device called cefaly in the past and reported every time they tried to use it the electrical stimulation hurt so bad in between their eyebrows that they couldn't use it. Patient stated some people can use it and some can't. Patient stated it just didn't work for them but some people have wonderful results with it. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).